Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. (B)(6), is calling on behalf of the customer. The customer is concerned with the results obtained of 53mg/dl. The expected fasting blood glucose test result range is 80 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 44mg/dl (B)(6) 2017 11:35 am fasting: no, the 53mg/dl (B)(6) 2017 11:17 am fasting: yes, the 114mg/dl (B)(6) 2017 07:31 pm fasting: yes, the 112mg/dl (B)(6) 2017 07:06 am fasting: yes, the 125mg/dl (B)(6) 2017 09:58 pm fasting: yes. Nurse calling in on behalf of customer states the meter is reading low. Nurse states meter read 53mg/dl fasting and had the customer drink orange juice and tested 19 minutes later and the meter read 44mg/dl. Customer's normal range is 80-140mg/dl fasting. Caller states the customer is not available at this time and states the customer feels physically well. Caller states the customer does not need medical attention at this time. Caller states that he has received medical treatment at the facility and states they gave him sugar in order to raise his sugar levels. Customer was not available at this time and could not run a back to back test at the time of call. Nurse also reported low readings on the date of (B)(6) 2017. The 64mg/dl, 62mg/dl, 64mg/dl, and 68mg/dl back to back and was given sugar in order to raise his blood glucose level.